Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited high pacing impedance. The right ventricular lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with body fluids. Electrical tests and an x-ray examination did not find any indication of conductor fractures or internal shorts. A visual inspection of the lead did not find any anomalies.